Event description:
It was reported that during a low anterior resection, the target tissue was not stapled when the device was used on the rectum at the first firing. The doctor did not feel any unexpected resistances. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: after this event, additional suture was performed by hand, and then a competitive device (ees/covidien) was used to anastomose. After this operation, reoperation was required. However, as ees products were not used for the site after all, there was no correlation between ees products and reoperation. Clarification: why does the note refer to "(ees/covidien)" if an ees device was not used? Sorry for confusion. I mistyped. That is "eea", not ees. There was no correlation between ees product and reoperation. However, before anastomosis with eea, cs40g was used for the patient and the cs40g did not staple. Additional suture was performed by hand. The cs40g will be returning.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.